Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was taking insulin but his blood glucose level was not coming down. His blood glucose level was 425 mg/dl. The customer was trying to bolus when he noticed the leaks. The infusion set had leaked. The device was not returned.